Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a 1.0 ml syringe was received in an opened tray with the needle still attached to it and 01. Ml of the gel remaining. Cracks were observed at the 3 mm luer lock level.

Event description:
Healthcare professional reported that while injecting, the juvéderm voluma® xc syringe cracked where the needle & plastic part of the syringe meet, and the product was spilled out. There was no injury to the patient or injector. The packaged needle was used and tightened by hand.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that while injecting, the juvéderm voluma® xc syringe cracked where the needle & plastic part of the syringe meet, and the product was spilled out. There was no injury to the patient or injector. The packaged needle was used and tightened by hand.